Event description:
Baxter italy reports "microhole in the homechoice cassette with solution leakage from cassette during the dialysis session". No pt injury or medical intervention reported per baxter affiliate.